Event description:
Additional information was received from a vendor analysis of the reed switch. It appeared the switch had experienced a degree of shock/vibration that had repositioned the flexing armature and made the gap larger. Contact plating was slightly below normal. Copper strike was measured 10 micro-inches. The manufacturing specification called for 14-18 micro-inches. The magnetic sensitivity change was most likely caused by physical shock or stress from application. The switch was not in the same condition as when it was tested prior to shipment to the manufacture.

Event description:
A vns patient was sent for a prophylactic generator replacement. Their explanted generator was returned for analysis. The generator did not perform according to functional specifications as defined in final electrical test. All failures on the final electrical test and post-burn electrical test were related to the reed switch. On the test bench, a magnet (pager style) was applied to the pulse generator at distances of one inch and zero inches. Observed from an oscilloscope, the output current did not cease when the magnet was applied to the pulse generator module and the magnet current did not activate after the magnet was removed from the pulse generator. The reed switch circuit functioned properly when it was bypassed with an intended electrical short. The pulse was disabled while shorted and reverted to magnet output when the short was removed. The plastic housing over the reed switch (s1) was removed with a scalpel. Visual examination of the reed switch identified no cracked glass or foreign matter inside reed switch or between the blades. A magnet was applied to the module; there was no visual movement of the reed switch. S1 was substituted with an external known good reed switch. The pulse generator module performed according to functional specifications.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.